Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer k2 edta (k2e) 5.4 mg blood collection tubes exhibited clotting. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. The samples were visually inspected and did not contain additive. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, all retention samples met required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for clotting with the incident lot was observed. Evaluation of the customer samples was conducted and missing additive was observed. Additionally, testing of the retain samples was conducted and clotting/missing additive were not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer k2 edta (k2e) 5.4 mg blood collection tubes exhibited clotting. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex:, event attributed to:, device single use?:, device returned to manufacture:.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes exhibited clotting. No serious injury or medical intervention was reported.